Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number (0120) provided on the customer compliant does not belong to (B)(4) facilities; this is an incorrect lot number. Customer complaint cannot be confirmed, based only on the information provided by customer complaint description. To perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code (400301; aquapak 301 sw,340 ml ,intl) available at the facility nor is it being manufactured at the time. If the device sample becomes available at a later date this complaint will be re-opened. Teleflex (B)(4) will continue to monitor feedback from the customers on issues related to this complaint.

Event description:
The customer alleges that the gauge was cracked and a leak was observed. The child desaturated, however, there was no serious consequence to the child. A new device was obtained.